Manufacturer narrative:
(B)(4). Initial final combined report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Medical product: unk rebalance talar component, catalog #: unk, lot #: unk . Medical product: unk rebalance bearing component, catalog #: unk, lot #: unk. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00037, 3002806535-2022-00036. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Devices remain implanted.

Event description:
The rebalance ankle alpha evaluators report stated that two patients had experienced delayed wound healing since their previous alpha evaluator meeting in 2017. Non-revisional re-operations. No further information available.